Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient blood glucose level reached 400 mg/dl after dinner. In response, the patient entered multiple carb and correction boluses unto the omnipod 5 smartbolus calculator, including insulin for carbohydrates he did not consume. At the time, the dexcom g7 sensor was not connected to the omnipod 5 due to ongoing connection issues, and the system was being used in manual mode. The patient also administered an injection via kwikpen in an attempt to lower his glucose more quickly. The patient then consumed fast-acting carbohydrates when his glucose began dropping rapidly. Shortly afterward, he lost consciousness, prompting his wife to call an ambulance. The patient was transported to the hospital, admitted for overnight monitoring, and discharged the following morning to his healthcare provider's office.